Event description:
Per the info provided to co by the physician's office, the device was removed due to "infection." As reported to co, the entire device was removed and not replaced. 7/25/97-in the operative notes the physician/surgeon stated that "post-operatively he [the pt] had a lot of pain and multiple visits back to the office. Eventually, he was found to have swelling and induration around his pump. Co has never able to teach the pt how to work his pump due to the pain."